Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the keyboard assembly. The ventilator passed all testing.

Event description:
It was reported that the ventilator keyboard was inoperative. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.